Event description:
Pt seen in office on (B)(6) 2011 for post-op consult (procedure date (B)(6) 2011) and physician noted severe burns on inner aspect of knees/legs. Physician concluded that burns were result of grounding pads used in rfa procedure. Unk if grounding pads were placed correctly (possibly upside down). Pt was re-admitted following discovery of skin burns. Burns were severe in nature (third degree).